Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife was reported via phone call that, the customer had high blood glucose of 545 mg/dl and current blood glucose was 190 mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms new battery resolved the issue. Customer woke up with blood glucose of 300's mg/dl and on 3rd his blood glucose was 264 mg/dl so that is normal if he was going to eat carbs and then it was recorded as 144 mg/dl, 535 mg/dl, 507 mg/dl, 326 mg/dl, 195 mg/dl and next morning blood glucose jumped up to 323 mg/dl. The most recent blood glucose was 206 mg/dl. Customer just uploaded to care link that, the first time blood glucose was in the 500's mg/dl for a while been a diabetic 26 got a1c. Based on customer report customer does not allege pump was under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.